Event description:
The customer reported an image quality issue with the monitors. The fse noted that when the lemo cable was moved the mainframe would shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo receptacle on the mainframe was evaluated and replaced. The system was tested and found to be working as intended and returned to service.